Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 550 mg/dl. The customer experienced symptoms such as vomiting. Customer stated that the insulin pump had blank display. Customer stated that the display was not returned. It was unknown weather customer was using auto mode or not. The device will be returned for analysis.